Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate high voltage therapy for suspected atrial fibrillation (af) with rapid ventricular response, which the cardiac resynchronization therapy defibrillator (crt-d) detected as ventricular fibrillation. It was also reported that there was right atrial (ra) lead undersensing of atrial tachycardia/atrial fibrillation (af) on stored electrograms (egm)s, resulting in false terminations of at/af episodes. The cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in use. No further patient complications have been reported as a result of this event.